Manufacturer narrative:
The pump has not been returned to animas for eval. The pump was evaluated by an animas clinical rep at the hospital and found to be operating within required specifications. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka.